Manufacturer narrative:
Product event summary: the afr-00005 irrigation pump with serial number (B)(6) was serviced and analyzed. The pump and radiofrequency generator to pump communication cable were replaced. In conclusion, the pump failed the returned product inspection and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the irrigation pump's touchscreen froze. Reboots did not resolve the issue. Ablations in the left atrium were completed and the cavotricuspid isthmus (cti) line in the right atrium was not completed. The procedure was aborted and the patient was under general anesthesia. Service was performed and the irrigation pump was replaced. No patient complications have been reported as a result of this event.